Event description:
It was reported that the lesion was not pre-dilated. During a right coronary artery stenting procedure the xience v (2.5x28) was advanced to the mildly calcified lesion and as the stent delivery system balloon was inflated there was blood observed backing into the indeflator when the device was in neutral position and no positive pressure had been applied. The stent delivery system was removed and a balloon rupture in the proximal end of the balloon was noted. A xience v (2.5x23) and a xience v (2.5x8) were successfully deployed to complete the procedure. There were no adverse patient effects or clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Balloon rupture was not confirmed; however, a balloon tear/leak was noted. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency